Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the device could not be primed during testing, due to faulty gold force sensor resistor. Excessive no delivery test could not be performed, due to prime anomaly. The insulin pump was also received with minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported repeatedly receiving no delivery alarms on the insulin pump. After changing out the set, customer received another no delivery alarm during manual prime. Customer's blood glucose was not known. During troubleshooting, customer was advised to disconnect and reconnect tubing and reservoir. Insulin did not exit the tubing when pushed through with a plunger. The infusion set was replaced and insulin did exit when pushed through. The device did not alarm no delivery when running the manual prime. After changing the set three times and changing out the reservoir, customer was advised the insulin pump would be replaced. He agreed to return the product for analysis.